Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent remains implanted. X-ray images are not available as collection and transfer of radiological images to us a sponsor was not part of the consent process regarding personal data of the patient. Based on the information available the reported restenosis as well as the alleged stent fracture could not be verified. The investigation needed to be closed with inconclusive result. Even though potential factors that could have led to the reported occlusion as well as the reported stent fracture were evaluated, a definite root cause for the reported event could not be determined. Labeling review: relevant labeling supplied with this product was reviewed. Potential complications and adverse events which may occur during use of the device were found to be referenced in the instruction for use, e.g., restenosis, stent fracture, stent kinking / collapse, thrombosis or vessel occlusion. In addition: "cases of fracture have been reported in clinical use of the lifestent vascular stent (... ) in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced >10% elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture." Correct stent deployment was found to be addressed. H10: g3. H11: h6 (method). H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that approximately two months and twenty-five days post stent placement procedure through the superficial femoral artery with three stents, the subject had an adverse event of intra-stent thrombosis and stent fractures were alleged. The events were probably related to the study device and study procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 08/2020). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of the clinical trial that approximately two months and twenty-five days post stent placement procedure through the superficial femoral artery with three stents, the subject had an adverse event of intra-stent thrombosis and stent fractures were alleged. The events were probably related to the study device and study procedure. Reportedly, the adverse event does result in death and the current status of the patient is unknown.